Event description:
The recipient is reportedly experiencing electrode migration. A CT scan revealed extracochlear electrodes. Repositioning surgery is scheduled.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
On november 22, 2022 the recipient's device was repositioned. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient reportedly experienced an infection at the implant site. The recipient was given oral antibiotics. The recipient's infection resolved. The recipient's activation went well. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.